Event description:
Pt had nipride drip infusing via infusion pump. Bag hanging for approx 14 hrs. Pump alarmed infusion complete but IV bag still full. Kink noted in IV tubing between IV bag and IV pump. Pump did not alarm upstream occlusion. Pt's nipride drip was frequently being titrated and the pt also received other IV medication for blood pressure during this time.